Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device information and operator of device are unknown. No information has been provided to date.

Event description:
It was reported that the patient wasted 2 partially used cassettes due to a no disposable alarm. The patient was without medication for one hour, and short of breath with blurry vision. After the patient's spouse started the infusion with the medication again, the patient experienced diarrhea. The patient reported that was feeling fine at the time after when the report was made. No patient injury or severe adverse events were reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. No product was returned for investigation. The cause of the reported problem could not be determined, and the complaint cannot be confirmed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot or serial number was provided therefore, a device history record (DHR) review could not be performed. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).